Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for recurrent heart failure symptoms including shortness of breath and suspected pump thrombosis. The patient¿s lactate dehydrogenase was 2700 u/l upon admission which represented an increase from 660 u/l over the past two weeks. It was reported that the patient had been taken off of coumadin and remained on aspirin only due to previously unreported gastrointestinal (gi) bleeding. It was reported that the patient's first gi bleed occurred on (B)(6) 2014 at which time four bleeding polyps were clipped and removed. It was noted that there were no power elevations or pump stoppages, but the estimated pump flows were lower than the patient¿s normal reading of 3.5 lpm with a pulsatility index of 2.8. The patient reportedly was not a candidate for a pump exchange and had indicated a do not resuscitate order. The patient expired on (B)(6) 2015.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.